Event description:
It was reported that an ilet user experienced a dexcom g7 sensor failed notification and intermittent signal loss that prevented pairing to the ilet, while the dexcom app continued to display glucose data and the user reported blood glucose peak of 276 mg/dl with no associated adverse clinical symptoms, and the agent advised sensor replacement and reentry of sensor information, after which a new sensor was started and the pump reconnected. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and partner organization. Investigation of this case revealed an interoperability issue between the cgm and the ilet with intermittent communication failure implicated, and the affected component was associated with the electrical and magnetic system and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user was transferred to the cgm manufacturer to request a replacement sensor and proceeded with a new warm-up.